Manufacturer narrative:
Exact date unknown, event occurred after about a year a half. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients stimulator stopped providing pain relief. The patient underwent an explant procedure wherein everything was removed. The explanted device components were not returned.